Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report bent cannulas, blood at the insertion site, and high blood glucose levels. The customer's blood glucose level was 600 mg/dl. The customer treated with the insulin pump and manual injections. The infusion set was replaced, however nothing was returned for analysis.